Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Hold for fs it was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with infective bacterial conjunctivitis (inj conj). It was noted there was no mucus discharge, no pain and the corneas were clear. The patient's chief complaint was of redness and discomfort but feeling much better as of (B)(6) 2019 and had improved. At follow up exam, the anterior chamber on both eyes were to be treated with a combination of antibiotics for once a day. At a 24 recheck exam, the left eye had improved from stage 3+ infective conjunctivitis to stage 1+. The patient was to continue with treatment to be slowly taper. Bcva from (B)(6) 2019: right eye pre-op 20/20 -2.50 x -.25 x 47, left eye pre-op 20/20 -2.50 x .00 x 90. Bcva from (B)(6) 2019: right eye post-op 20/25 .00 x -.00 x 90, left eye post-op 20/25 .00 x .00 x 90.